Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service engineer performed a checkout of the equipment, and the reported complaint was confirmed. Pneumatic module was replaced and unit was returned to service.

Event description:
The hospital reported that, during a preoperative checkout, there was no pressure valve indicated. . There was no patient involvement.